Event description:
A user facility submitted a repair request to the olympus service center, for a tracheal intubation fiberscope, leaking air/water from the curved rubber. Upon inspection and testing of the returned device, coating on the scope insertion guide coil was found peeled off (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, bending angle over, channel cleaning brush could not be inserted at all due to the collapse of the forceps channel, flexible tube of the insertion section crushed, coating of the insertion guide coil peeling off (1mm2 or more), peeling (floating) of the curved rubber adhesive part recognized, scratches found on the eyepiece, and scratches on the angle lever. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, however, a root cause could not be identified. It was surmised that the defective event was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.